Event description:
Respiratory care practitioner [rcp] walked by patient's room and noticed ventilator was alarming. Assessed patient and ventilator upon entering room. All vitals were stable. Ventilator was alarming soiled neo-flow sensor. Upon assessing the ventilator circuit, I noticed the neo-flow sensor was sparking while in-line with the patient. I immediately removed the sparking neo-flow sensor and calibrated a new neo-flow to put inline. The sparking neo-flow was taken out of use. Patient and ventilator was assessed upon inserting the new neo-flow sensor. All vitals stable, ventilator functioning in normal fashion. Patient did not appear to be harmed at the time of my assessment. Neoflow sensors are susceptible to residue from flammable substances (medicated aerosols, cleaning agents post reprocessing, etc.). The flow sensor may ignite medications or other substances based on easily flammable substances. The patient may be put at risk. This was a great catch by rcp and her quick interventions helped prevent harm. Respiratory team will follow up with department education in case there is uptick on similar events.